Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred within the first few minutes of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot number was returned for evaluation. The sample was subjected to a laboratory leak test. The test passed possibly due to coagulated blood. The dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 350 degrees on the non-cavity ID end. The identified fiber fragment extended out of the pu potting surface and measured approximately 0.27mm in length under magnification (x20). The opposing ends of the fiber could not be isolated. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. Based on the investigation, a potted fiber fragment was identified within the dialyzer. The dialyzer was received with a bubble point stamp on the exterior of the housing. The stamp indicates a fiber leak was detected during the manufacturing process and production employees were retrained on final inspection. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred within the first few minutes of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred within the first few minutes of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.